Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4). ¿ the dentist reported that 1 year and 4 months after dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. In addition, 60ncm of primary stability was achieved, the patient presented bone type ii, immediate load and immediate implant procedures were performed and biomechanical overload has occurred.